Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the y experienced the high blood glucose. The customer's blood glucose was 470, 500 mg/dl. The customer was treated with the manual injection. The customer declined troubleshooting for the high blood glucose and bent cannula. The customer only has the two left cannula was bent for infusions and then mentioned high blood glucose but nothing wrong with reservoirs. The insulin pump will not be returned for analysis.